Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 103698 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 103698 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 103698 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims. .

Event description:
This report represents the 2nd of 3 (B)(6) patient results which occurred with the alere determine hiv 1/2 ag/ab combo on blood samples. A confirmatory test (not otherwise specified) which was performed at (B)(6) was (B)(6) for (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as female but pregnancy and treatment status were not provided.